Manufacturer narrative:
The guide wire and oad were returned to csi for analysis. Visual examination revealed that the guide wire had been destructively cut at the proximal end. The guide wire core was fractured, and the guide wire was fractured at the solder bond location. The proximal solder bond exhibited damage consistent with having been spun over. The proximal spring tip coil was damaged and deformed, and the coil was fractured. The distal spring tip solder bond was intact and undamaged. Adhered, dried biological material was observed on the oad, which prevented a guide wire from passing through. The morphology and exact root cause of the accumulated material could not be determined, however it was not considered a contributing factor of the reported event. Scanning electron microscopy of the guide wire core fracture and spring tip core fracture faces revealed rotational and torsion marks, and shear dimples on the fracture faces, which indicated torsional forces were applied to the wire resulting in the fracture. The oad tip bushing exhibited radiopaque particles on the edge, indicating contact with the guide wire spring tip. The proximal solder bond exhibited rotational damage consistent with coming into contact with a spinning driveshaft. Previous bench testing has shown that it is possible for the spring tip to fracture cleanly and intact off the core wire, when a spinning driveshaft comes into contact with the spring tip. The oad functioned on all speeds as intended, without any issues observed. At the conclusion of the analysis, the report that the guide wire fractured was confirmed. The root cause of the oad making contact with the spring tip was determined to be user error, as the spring tip exhibited damage consistent with being pulled into the driveshaft tip bushing area. The instructions for use of the coronary diamondback orbital atherectomy system state "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
The orbital atherectomy device (oad) was advanced with the use of glideassist towards the distal side of the target lesion, which was located in the proximal left anterior descending artery. One treatment was administered, but the viperwire guide wire would not move. The physician thought the wire might be stretched, and removed it from the patient. During removal the spring tip fractured. It had not fractured inside the patient's body as the spring tip was moving in the cine. The patient was in good condition.